Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 expiration date, h4. Additional h6 type of investigation. Corrected g1 manufacturing site address. Corrected h6 medical device problem code. Additional information was requested, and the following was obtained: please confirm vicryl suture was used during the initial c section. N/a. Will the suture be returned for evaluation? If so, please provide the return date and tracking information. No. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. No information. On what tissue was the suture used? No information. What was the tissue condition (normal, thin, calcified, fragile, diseased)? No information. How was the suture placed (interrupted or continuous)? No information. Please describe any medical/surgical intervention required for this suture event including dates and results. No information. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No information. How was the suture originally tied (multiple knots, square knot, etc.)? No information. Other relevant patient history/concomitant medications? No information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No information. What is the patient's current status? No information.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture ws used. The suture allegedly failed to resorb in the subcutaneous tissue over a prolonged period, resulting in patient discomfort and pain. Persistent pain and discomfort in the scar/subcutis region over nearly 2 years, until during a second cesarean ((B)(6) 2024) the surgeon reported presence of suture material believed not to have resorbed and removed it. Since then, patient reports being pain-free. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: case constellation (austria, abgb relevance). Intervention: cesarean section at the 09/27/2022 in the private clinic döbling (vienna). Documentation: the surgical protocol indicates the use of absorbable sutures (vicryl). History: the patient complained of persistent pain in the scar area for almost two years. Second operation: in another cesarean section at the 08/20/2024, sutures were found in the subcutaneous tissue, according to the report, which allegedly had not absorbed; since then, there has been no pain. Evidence: no laboratory test has yet been carried out that clearly confirms whether the material was non-absorbable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm vicryl suture was used during the initial c section. Will the suture be returned for evaluation? If so, please provide the return date and tracking information. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?